Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).

Event description:
During index procedure, the patient had one resolute integrity (rx) drug-eluting stent deployed mid rca which caused a dissection. This dissection was treated by another resolute integrity drug-eluting stent.